Event description:
It was reported a patient was not sedated properly due to a discrepancy between the volume infused on a novum iq pump and the volume of medicated solution in a vial. An intubated patient was receiving propofol at 40ml/hour via a novum pump. After an unspecified amount of time, the volume infused on the pump did not match the amount administered to the patient as the volume in the vial of propofol appeared to have the initial 100ml remaining. The patient was therefore not sedated properly and woke up. After an unknown amount of time the patient was extubated. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.